Event description:
It was reported patient is experiencing instability in knee post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). G3: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, d10, g1, g3, g6, h1, h2, h3, h6, and h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product. Unknown vanguard femoral. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and the lot number was not provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.